Manufacturer narrative:
In speaking with olympus technical support via the phone, no troubleshooting was performed. The olympus representative was issued a return material authorization number. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The olympus representative reported on behalf of the customer, the shockpulse lithotripsy footswitch immediately turned on when plugged into the shockpulse-se. The footswitch was being used for the first time. No patient harm reported.

Manufacturer narrative:
Updated fields: h4, h6, and h10 this report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The shockpulse lithotripsy footswitch was evaluated and the reported complaint (immediately turning on when plugged into shockpulse-se) was not confirmed. The subject device passed all the functional tests. However, cosmetic damage from normal wear was noted. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for this issue was not established. However, it is probable that issue occurred because the instructions in the device¿s instructions for use (IFU) were not followed. The occurrence of the reported problem can be prevented by adhering to the IFU which state the following: ¿perform the prescribed inspections prior to first use and regularly thereafter to ensure continued satisfactory performance. Do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged. Otherwise, injury to the patient, personnel and/or an adverse effect on the procedure could result." (Page 3).¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction (d4): this supplemental report is being submitted to correct the unique identifier (UDI) number that was recorded on the initial report with MFR# 3011050570-2022-00081. The initial report recorded the UDI# (B)(4), however the correct UDI# for the subject device is (B)(4). This is reflected in d4 of this report.